Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, mail and fax. A completed questionnaire was not received. (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, she experienced blurry distance vision and dry eye. The dry eye required medical treatment. Additional information has been requested. No further information is expected as per a letter from the implanting physician, that he is unable to provide additional information regarding this patient's case because she has not been back to see him since her one day post-operative visit. There are two medical device reports associated with this patient. This report is for the right eye reported.